Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient presented for an upgrade procedure and had reached the elective replacement indicator (eri). During interrogation, a battery performance alert (bpa) advisory was observed on the implantable cardioverter defibrillator (ICD). The ICD was pacing appropriately. The ICD was explanted and replaced. There were no patient consequences.